Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in a 29mm perimount surgical aortic, a perclose device failure occurred. After sheath was removed, the sutures from pre-close devices did not take. While maintaining wire access, the physician wanted a 2nd sheath prepped and used until a plan and vascular control was obtained. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).